Manufacturer narrative:
The customer did not return the device for evaluation and the lot # of the affected test strips was not provided. Therefore, the investigation could not be performed and a device history record could not be reviewed.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. Since the product information was not available, lot # and expiration date was left blank, and the device manufacture date could not be determined.

Event description:
The customer alleged that there was no labeling information (lot #, expiration date and control ranges) on the bottle of the contour next test strips. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement test strips were sent to the customer.